Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. According to the reporter: the surgeon loaded the first load into the idrive. The third light kept blinking and the reload could not be fired or removed. A second reload was opened and used, but it only fired partially and it had to be pried off the tissue. A third one was opened, and it worked. A fourth one was also opened and used and this one also worked. No adverse pt effects were reported. No reinforcement material was used.